Event description:
Pt was given 5 injections of hyalgan in right knee, where there was no cartilage left. Each injection was administered by the hosp for 5 consecutive thursdays. Injections made knee worse than before and at present time knee is still swollen and has constant pain. Seen private orthopedic dr, who ordered physical therapy treatment.